Event description:
Caller reported an error with their continuous glucose monitor. They encountered a sensor issue indicated by cgm error 42. There was no adverse impact to the customer's blood glucose level. To address the issue, customer support guided the caller through resetting their pump, and the error did not reoccur. The caller was able to successfully start their sensor session following the reset.